Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2014; 5867-3m adaptor implanted (B)(6) 2014; 5867-3m adaptor, implanted (B)(6) 2014; 5873w adaptor, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead caused venous occlusion. The rv lead and the lv lead remain in use. The ra lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.